Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13871; 2938836-2019-15935; 2938836-2019-15936. It was reported that the pacing system was explanted due to the patient¿s condition. The leads were explanted due to infection combined with antibiotic intolerance. The patient was doing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.